Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was used during a polyp biopsy performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was performed on a glandulo-cystic fundus polyp. Later that evening, the patient returned to the emergency room and presented with gastrointestinal hemorrhaging. The patient received a blood transfusion, and was admitted to the hospital. Reportedly, the patient had no issues prior to the biopsy procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)